Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a lot of sharp pain at where the ins was installed. They had always been able to feel where the implant was located but never had sharp pain. The pain started about 3-4 weeks ago. The stimulator hadn't worked for some time, and the stimulation was turned off. They had been self-catheterizing for 2-3 years. The patient was redirected to their healthcare provider to further address the issue.